Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
During visual inspection insulin pump was received with battery installed and minor scratches on display window. Test battery is 1.60 volts. Insulin pump passed the self test, off no power test, rewind, basic occlusion test, error test, occlusion test and excessive no delivery test. All operating currents are within specification. Insulin pump failed the displacement displaying 0.0 units at the end of the travel. Checked status screen and units left was displayed. Insulin pump passed the delivery volume accuracy test with 98.24 percent accuracy. Insulin pump was re-tested, displacement test was ok. Insulin pump failed the displacement test due to the displacement test tool causing a build up of pressure and lack of venting in the reservoir compartment.

Event description:
It was reported that the customer passed away while wearing the insulin pump. Initially, the spouse called asking for assistance with downloading the device. It was stated that the customer had a low blood glucose alert before dinner, nothing more than that. The husband found her in the morning passed out. It was stated that the cause of death was a hypoglycemic coma. Assisted the caller to review the bolus wizard settings and basal rates, confirmed the settings were correct. The self test was performed and passed. No further information was provided.